Event description:
During a complex mandibular fracture, while introducing, the head screw broken.

Manufacturer narrative:
The macroscopic and microscopic investigation revealed that the screw fracture was caused by torsional overload in relationship with too high tensile forces during the screw insertion, whereas the torsional forces prevailed. Indications for material or manufacturing related problems were not found in the investigation. Based on statistical evaluation, there is also no indication for any device related issue.